Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented. This event has been reported by the importer on MDR# (B)(4).

Event description:
The patient's attorney reported the patient alleges: personal injuries as a result of a colonoscopy procedure on (B)(6) 2016 which perforated patient's colon. Post-procedure, the patient's pain worsened, and he went into septic shock. The patient was admitted to the hospital and received a total colectomy with ileostomy, and other procedures. The patient experienced post-surgical complications of hypovolemic shock, infection, sepsis and pain exacerbation. The patient has sustained injury to his health and activity, all of which injuries have caused and continue to cause, mental and physical pain and suffering. The patient has sustained, and will continue to sustain, disabling, serious and permanent physical injuries. The procedures are noted to have taken place between (B)(6) 2016 and (B)(6) 2016.